Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra, model #: mc1vr01_delsys/expiration date: 14-apr-2021/serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No. Mfg date: 07-nov-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the following occurred; perforation, tamponade, large clots and pericardial effusion. It was noted the patient became bradycardic. The perforation was patched and the ipg was not used. No further patient complications have been reported as a result of this event.